Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon was used in the right kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the inflation, the balloon burst. There were no pieces of the balloon that detached inside the patient. The procedure was completed with another nephromax dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.